Event description:
The customer initially reported that they noticed that the plastic piece that opens and closes the jaw came loose and was sticking out of the side. Upon receipt, it was discovered that the gray insulation has been scraped off of the wire.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2009 under 1717344-2009-00629. A visual inspection of the incident device revealed that the gray insulation has been scraped off of one of the jaw wires. All plastic parts of the jaws were present and intact and nothing was protruding from the jaw. The damaged wire did not contribute to the customer's report. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device stats: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.